Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the instruction for use state there is a possibility of malfunction and how to distinguish and cope with anomalies. The investigation could not determine a root cause, however it is likely the video was not captured because of a failure of the usb connector board. Olympus will continue to monitor field performance for this device.

Event description:
The service center was informed by the biomedical engineer at the user facility that the evis exera iii video system center's "video is not capturing images. White light is not working" was observed during inspection before use. No patient involvement or harm was report. The equipment will be returned for service.

Manufacturer narrative:
The subject equipment was returned to the service center for evaluation. The customer reported issue was confirmed as the video is not capturing images due to a damaged usb connector board and the white light is not working. Additionally, the video connector latch is worn out causing poor connectivity to scopes/camera heads. The switch and software require older versions a updates to the latest version is recommended. A review of the repair history indicates no previous repair records. The equipment was purchased on march 26, 2013. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.